Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Review of the receiving inspection report did not find any deviations or anomalies. The frequency of use of the device is unknown. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. The instructions for use state ¿do not subject instruments to high loads and/or impact as breakage can occur.¿ a definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the reamer blade sheared off where it connects to the reamer shaft. A part of the blade lodged into the shaft.